Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) did not have normal battery depletion as it went from eri (elective replacement indicator) to eos (end of service) in three weeks when at the device check it said there was less than three months to eos. It was found that there was an excessive charge time that triggered the eos. It was also noted that the capacitor formation timeout was long enough that it immediately triggered eos. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.